Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the pink slide did not move forward, indicating a failure of the needle mechanism. The cannula was found bent after the pod was removed.